Event description:
It was reported that the device is scheduled to be explanted in 2008, due to calcification of the leaflets.

Manufacturer narrative:
The device was received on 8/4/2008; however, the eval has not be completed. We wil submit a follow up report with the eval results. Device not returned.